Event description:
Customer allegedly was demonstrating the chair and the right wheel lock snapped off - new out of box. Replacement sent. No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model alb19hbfrx, serial number/date code reported is incomplete ((B)(4)), age of product is unknown. The owner's manual part number 1125095 rev e (dec-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the right wheel locks allegedly snapped off. This is an out of box failure. Dealer was demonstrating for a potential buyer. No injury alleged. Replacement wheel locks sent to dealer.